Event description:
Vcare was inserted per procedure. Vcare balloon did not inflate, had to be removed. Got new one which functioned normally. No harm to patient. Vcare wrapped in red bag and placed in haphazard bag, taken for return to company.